Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the pacemaker inappropriately detected atrial tachycardia/atrial fibrillation due to far r oversensing which resulted in inappropriate automatic mode switch. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.